Event description:
It was reported that a patient experienced a cartridge alarm shortly after working with clinical technical support and changing supplies. There was no adverse impact to the customer's blood glucose level, and the customer reported that after changing all supplies, including the cartridge, the alarms did not reoccur. No additional information was received regarding the outcome of the event.